Event description:
On (B)(6) 2012, subject pacemaker was checked in hospital, and programmed parameters were not changed. On (B)(6) 2012, pacemaker was checked again in hospital, and it was noticed that programmation of several parameters had changed compared to (B)(6) 2012. It was precised that pt will undergo radiation therapy once a week and that pacemaker will be checked after each radiation session. An investigation is requested so as to explain programmation change between (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.